Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and verified the reported issue. It was observed that crystal designator y1 intermittently failing to oscillate when the device was not booting up. The cause of the reported issue was determined to be due to crystal, designator y1, on the single board computer.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.